Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check belt messages) has been confirmed. Upon investigation the distribution node (dn) to right therapy electrode (te) cable was pulled from the strain relief. This resulted in an intermittent connection between the cable and dn. The root cause of the damaged cable could not be positively identified but was likely excessive force. No adverse event resulted from the damaged electrode belt cable. The patient received a replacement electrode belt.

Event description:
A (B)(6) old male patient called zoll customer support to report that he was receiving check belt alarms. The patient was issued a replacement electrode belt.